Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with five infusion sets on (B)(6) 2026 as the infusion sets got yanked out. No further information available.